Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that at implant attempt the right atrial lead was placed but became dislodged. It was further reported that after several positioning attempts, the lead was pulled and the helix was exercised but the helix did not seem to be "working properly." It was also reported that the lead may have had an apparent fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.